Manufacturer narrative:
The last preventive maintenance was done on 05-nov-2020, the user was advised that one or more bricks might need to be replaced in the near future in order to prevent low performance. The user resolved the alleged issue by himself and canceled his service request, therefore lumenis cannot determine a cause of the reported event. A review of the subject device DHR confirmed that the subject device was manufactured on 25-nov-2010 and installed at the customer's site on 24-jan-2011. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case an alternate laser was brought in to complete the case with no complications to the patient. Case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability. Although it's likely that the procedure could possibly have been completed using case saver mode, and although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a stone removal procedure, in which a lumenis versapulse powersuite 100 w laser was being utilized, the system displayed error message case saver mode with a red screen. The physician elected to continue the procedure with an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.